Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial#: (B)(6); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial#: (B)(6); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot#: n5e1974y); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial#: (B)(6); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot#: n5e1974y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while in the stomach sleeve, the first firing of the powered stapler with a black reinforced reload stopped about 1cm into the staple line and could not advance further. An excessive tissue warning picture was on the screen of the powered handle. All devices were replaced to continue the case. However, the second powered stapler set had the same issue. A manual stapler was then used to finish the sleeve. The procedure was extended by 45 minutes due to the theatre staff getting all the new equipment. The patient¿s hospital stay was extended by an additional night to ensure the patient's condition.

Manufacturer narrative:
Additional information: g3 correction: b5, h6 additional review of the event was done, and this event has been reassessed. The reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while in the stomach sleeve, the first firing of the powered stapler with a black reinforced reload stopped about 1cm into the staple line and could not advance further. An excessive tissue warning picture was on the screen of the powered handle. All devices were replaced to continue the case. However, the second powered stapler set had the same issue. A manual stapler was then used to finish the sleeve. The procedure was extended by 45 minutes due to the theatre staff getting all the new equipment. The patient¿s hospital stay was extended by an additional night to ensure the patient's condition as a precaution. Pli-100 and 110: the device was returned without any accompanying information.

Manufacturer narrative:
Additional information: d9, d10, g3, h3 correction: h6 d10 concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6)); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # n5e1974y); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6)); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # n5e1974y); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6)); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: b1, b2 (remove hospitalization), h1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.